Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a left cusp with calcium, the depth of the first deployment was 4-6 mm. Severe paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed with no change in pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted and reduced the pvl to moderate. An echocardiogram and angiogram identified a ventricular septal defect. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.